Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, gender, weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap notapplicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Upc, lot number and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with band aid brand kizu power pad (kpp). It was reported that kpp was applied to the erosion of an elderly consumer. After use the product, the erosion became suppurative, for which kpp was discontinued. The consumer went to see a physician and gentacin (gentamicin sulfate) was prescribed. Thereafter, the consumer¿s symptom subsided.